Event description:
Redacted voluntary medwatch report was rec'd which stated that a consumer used 2 drops bilaterally of cv drops and developed skin itching, burning and perceived skin (cheek) redness in 20 minutes. Also developed shortness of breath as chief complaint. No globe scleral injection. Shortness of breath resolved and noted as possibly related to anxiety. Event abated with no medical intervention reported. No further details were made available.

Manufacturer narrative:
This case is considered as an important medical event. The product was not made available in order to conduct an eval. An eval of the reported lot info is underway by mfg. (B)(4).